Manufacturer narrative:
Batch review performed on 20 september 2023. Lot 2203235: (B)(4) items manufactured and released on 02-may-2022. Expiration date: 2027-apr-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in reporting pain and instability due to a flexor tendon deficiency and the cause is unknown. About 1 year and 1 month after the primary surgery, the surgeon revised the liner (from 10 to 13 mm) and the surgery was completed successfully.